Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leadless ipg exhibited high thresholds.

Event description:
It was reported that the leadless implantable pulse generator (ipg) had reached battery depletion prematurely. The device was explanted. The patient is a participant in the post approval clinical surveillance (pacs) product surveillance registry (psr). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leadless ipg exhibited rising thresholds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) had reached battery depletion prematurely. The device was reprogrammed and remains in use. The patient is a participant in the post approval clinical surveillance (pacs) product surveillance registry (psr). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the battery voltage measurements. Minimum battery voltage in the monthly trend fluctuates greatly and is not accurate. Analysis of the device memory indicated a software error. A minimum of 15 slew rate errors occurred with a cause of "the adc averager detected a zero detect error." If information is provided in the future, a supplemental report will be issued.